Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s first implantable neurostimulator (ins) was placed in 2012 on the right side and it was helping. The patient got a new ins in (B)(6) and asked for the battery to get changed because it was 3 to 5 years old, but they said no it did not need to be changed and to get the left side too. The patient¿s family member thought it just started to not work as well and it was kind of a problem. The patient¿s initial health care provider (hcp) told the patient they were fine and were in the right place, but the patient went to a second hcp who told them they were not in the right place and the battery was up too high. The patient just had revision surgery because the 2 inss were not providing the benefit and 1 of the 2 inss they had was removed. As for the revision the patient¿s family member was not sure how they did it as the patient had 5 incisions, 1 on the left side, 2 on the right side, and 2 in the middle. The patient¿s right ins and right lead were removed and the patient¿s left lead was replaced on (B)(6) 2016. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.